Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported backup battery fault alarm event was confirmed via the submitted log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 11 days (14 nov 2022 ¿ 25 nov 2022 per timestamp). The backup battery fault alarm was active on 23 nov 2022 at 19:17:56 until the end of the log file at 10:52:24 on 25 nov 2022 due to the backup battery not passing the load test. The backup battery did not pass the load test because the loaded voltage was under the acceptable threshold compared to the unloaded voltage; the loaded voltage measured 11.432 v, and the unloaded voltage measured 12.279 v. There were no other notable alarms active in the log file. The pump operation was not affected. The system controller (B)(6) was not returned for evaluation. No additional information regarding the event was provided; however, the alarms were resolved. No product will be returned for further analysis. As a result, this analysis could not conclusively determine the exact cause of the reported event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 13sep2019. The system controller was shipped with 11v backup battery s/n (B)(6) (expiration date 02jun2021). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no system controller exchange was performed. There were backup battery faults captured in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an unknown system controller exchange was performed.